Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown reason. No additional adverse patient effects were reported. If additional information is received, this report will be updated at that time.